Manufacturer narrative:
Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All boluses were delivered and properly recorded in bolus history and daily totals. Device functioned properly. Device received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was over 600 mg/dl after a bolus delivery. Customer had called before reporting high blood glucose. Device had alarmed no delivery alarms. During troubleshooting, device failed the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.